Event description:
A (B)(6) female pt contacted zoll customer support to report that a cable on her electrode belt was broken. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon receipt the distribution node (dn) to rear therapy electrode (te) cable was torn from the dn. The disconnected cable left the electrode belt unable to treat a pt. The root cause for the disconnect cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.